Manufacturer narrative:
Additional information was received from the ge field engineer that there was no error of the aisys cs2. The fault was with the gas module, and there was no delivery of excess carbon dioxide. Therefore, this case was not reportable. Additional information was received from the ge field engineer that there was no error of the aisys cs2. The fault was with the gas module, and there was no delivery of excess carbon dioxide. Therefore, this case was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported high co2 delivery. There was no report of patient involvement.